Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of the dental implant, but did not provided further information about the case.